Event description:
Customer reports that a patient underwent carotid endarterectomy in 2006 and was discharged on the next day. The patient was found expired the day after. Unknown cause of event.

Manufacturer narrative:
H-6: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.